Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: break of the blade. Probable root cause: deformed cutter teeth. Incorrect gap between cutter/housing no/minimal clearance between cutter and housing . Excessive runout. Excessive wear/gall. Incorrect diamond grit size/ type. Inadequate coating process h3 other text : 81.